Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was broken, and a liquid spill had caused damage to the board. The station short circuited due to the spill. Rss showed that the station was offline. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was broken and caused a liquid damage. A field service engineer (fse) identified that the failure caused the drawer to produce smoke and the drawer 5 and drawer 6 was not detected on the bus. Fse replaced the controller cord in drawer 5 and retractor band in drawer 4 and confirmed that both drawers were detected on the bus. Fse failed to repair the drawer 6 as it was fully damaged by the fluid and replaced the drawer to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.